Manufacturer narrative:
(B)(4). A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Event description:
Patient reported "rupture for left side" which was confirmed via ultrasound. The device was explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp opening on radius assessed as fold flaw opening. Additional observations: crease fold observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Patient reported "rupture for left side" which was confirmed via ultrasound. The device was explanted and replaced with non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture for left side" which was confirmed via ultrasound. The device was explanted and replaced with non allergan device.